Manufacturer narrative:
The reported event was the lead could not be fixed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue for analysis. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to be implanted. The ra lead was not used and replaced during procedure on (B)(6) 2022. The patient was stable.